Event description:
It was reported that a revision surgery was performed due to chronic infection and metallosis.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and although the intraoperative findings may be consistent with an adverse reaction to metal debris, currently unable to rule out the primary cup orientation, acetabular fracture and subsequent stem loosening as the contributing factors for the ¿metallosis¿. The presence of infection 3 weeks post implantation of smith and nephew components does not reflect a ¿chronic infection¿. It is likely, therefore, that there was a pre- existing infection prior to the implantation of the smith and nephew prostheses; however, no lab or pathology results were provided. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source of the reported infection and/or metallosis cannot be confirmed. The patient impact beyond the reported intra-op findings during explanation and repeated left hip debridements, antibiotic therapy and revision tha cannot be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.